Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working properly. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was serviced by a third party service center prior to receipt. Evidence of malfunction is consistent with the device case being opened and reassembled incorrectly. The device's system board was replaced to address the issue.